Event description:
It was reported that the battery compartment was broken. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The affected device was received for evaluation. Service history review identified that the complaint was related to a service of the device. A visual inspection revealed a damaged downstream occlusion (dso) seal and battery compartment. Functional testing was able to duplicate the reported problem. The root cause was a damaged battery compartment. As a result, dso seal and battery compartment were replaced.